Event description:
It was reported that the programmer was unable to boot. The programmer was returned for service. It was further reported that the radiofrequency programmer head did not work. The programmer head was also returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the device was not working, the device had intermittent interrogation when tested, the cable was out of electrical specification. Concomitant products: product ID 2090 programmer. (B)(4).